Event description:
It was reported, the patient is experiencing overstimulation. It was also reported, the sjm representative met with the patient and diagnostic testing revealed high impedance readings on multiple lead contacts. Reprograming was unable to resolve the issue. The patient will consult with the physician regarding surgical intervention as the next course of action.

Event description:
Follow-up information revealed the patient underwent surgical intervention where the lead was explanted and replaced. It was also noted during the procedure, the patient's ipg was electively explanted and replaced with a different model. The patient reported effective stimulation coverage postoperative.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.